Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system required a diagnostic test. There was no patient present when this issue was identified. It was reported that the system does not see the microscope. There was no mechanical damage and no traces of spilled liquids. The external connections were without issue and it turned on and booted correctly. When an active instrument is connected, it was not visible to the camera. There was no power supply to diodes. The chamber pillar covers were removed and the covers of the main rack have been removed. All internal connections were checked and verified. The representative conducted hardware control of the optical localizer line and no component malfunctions have been identified. They conducted hardware control of the camera control unit and the active instrument. It was confirmed the unit did not supply power to the line of the active instrument. The camera control unit was replaced. The connection and navigation functionality with the zeiss was checked.

Manufacturer narrative:
Correction: h3 udpated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820, serial/lot : unknown, ubd: , UDI: h3: the system was serviced in the field and the scu was replaced. The system then passed the system checkout and was found to be fully functional. H6: codes c02 and d02 are still applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.